Event description:
It was reported that during an episode of ventricular fibrillation (vf), the device charged the correct amount of energy; however, the therapy energy delivered was drastically reduced. The lead was explanted and replaced. It was further reported that the superior vena cava (svc) coil lead was explanted due to the previous complaint. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. The outer insulation was breached (environmental stress cracking) and exhibited apparent explant damage.

Event description:
It was reported that during an episode of ventricular fibrillation (vf), the device charged the correct amount of energy; however, the therapy energy delivered was drastically reduced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.